Manufacturer narrative:
Evaluation summary: cause cannot be determined. Evaluation: no product was returned for review. No lot number was provided; therefore, manufacturing records could not be reviewed.

Event description:
It is reported that the device was implanted in 2000, and post-op, patient developed osteolytic defect secondary to polyethylene wear of device. Revision surgery was performed in 2007.